Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr results and lab inr result on a patient in germany who is not on any anticoagulant. The results were as follows: date: (B)(6) 2016, inratio inr: 3.0 and 3.1, lab inr: <1.5. No therapeutic range since patient is not on anti-coagulant. Patient is scheduled to receive phenprocoumon medication. (Note: the inratio2 product 99008g1 is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states.)

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot k384371 meets release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.